Manufacturer narrative:
Ptc investigation result was received on 14-sep-2015. This adverse event report is related to a product technical complaint (ptc). (B)(4). Final assessment: since no product was returned to us for investigation, we were unable to perform an investigation of the actual device involved in this complaint. Typically, we would inspect the micro-insert to look for any manufacturing deficiencies. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. There was no event reported which indicates a new technical failure mode for the device. Medical assessment: no product quality defect was confirmed therefore a relationship to the reported medical events is excluded. The technical assessment concluded unconfirmed quality defect. Based on the available information, there is no relationship between the reported medical events and a quality defect. Company causality comment: this spontaneous and non-medically confirmed case report refers to an adult female patient who had essure (fallopian tube occlusion insert) inserted and had to have an hysterectomy. This event is serious due to medical importance and listed in the reference safety information for essure. If, after essure insertion, removal of the micro-insert is necessary, surgery (hysterectomy) may be required. In this particular case, limited information was given and no reason for hysterectomy was provided. However, since consumer related this procedure to essure and no follow up will be possible, a causal relationship with the suspect insert cannot be excluded. Based on the available information, there is no relationship between the reported medical events and a quality defect. This case was regarded as incident since device removal was required. No active follow-up will be pursued, as this case was identified during (B)(6) website monitoring.

Event description:
This case has been identified during monitoring of postings on an FDA hosted docket website, which has been established in preparation of a public FDA advisory committee meeting taking place in (B)(6) 2015 (case# FDA-2014-n-0736-0327, awareness date 13-aug-2015). It refers to a female consumer of unspecified age in united states who had essure (fallopian tube insert) inserted. Consumer reported that her friend had to have a hysterectomy. No additional information was provided. Company causality comment: this spontaneous and non-medically confirmed case report refers to an adult female patient who had essure (fallopian tube occlusion insert) inserted and had to have an hysterectomy. This event is serious due to medical importance and listed in the reference safety information for essure. If, after essure insertion, removal of the micro-insert is necessary, surgery (hysterectomy) may be required. In this particular case, limited information was given and no reason for hysterectomy was provided. However, since consumer related this procedure to essure and no follow up will be possible, a causal relationship with the suspect insert cannot be excluded. This case was regarded as incident since device removal was required. No active follow-up will be pursued, as this case was identified during health authority website monitoring.